Manufacturer narrative:
Analysis results were not available at the time of the report. A follow-up report will be sent when analysis is completed.

Event description:
The product was returned to the manufacturer with no info. The manufacturer's device tracking system indicated that the pt had expired. Several attempts to follow-up with the hcp for additional info were made without success. The cause of death is unknown.